Manufacturer narrative:
This product is not sold in the united states and it is not like or similar to a product marketed in the united states. This case is not reportable.

Event description:
It was reported the patient received the following results within 15 minutes: 4 mmol/l and 7 mmol/l.